Event description:
It was reported that this dual chamber pacemaker device exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. This triggered a lead safety switch (lss) which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration. In addition, there were some stored episodes with rv noise and oversensing observed. The noise duration were noted to be two seconds in duration. The patient is not pace therapy dependent and was noted to have a history of atrial fibrillation. The boston scientific field representative also indicated the clinic received a high rv threshold measurement in the unipolar configuration but when the representative checked it, the rv threshold measurement was appropriate. The patient was also noted to be experiencing some pocket stimulation with the rv lead in the unipolar configuration. Boston scientific technical services (ts) indicated there could potentially be a device header spring contact issue and provided guidance to the representative to consider programming the rv lead to a unipolar pacing and bipolar sensing configuration. The representative indicated they may just proceed with a rv lead revision and will discuss the issue with the physician. Subsequently, this dual chamber pacemaker device was explanted, along with the right atrial (ra) lead, and replaced with a single chamber pacemaker device. The rv lead remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Manufacturer narrative:
Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this dual chamber pacemaker device exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. This triggered a lead safety switch (lss) which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration. In addition, there were some stored episodes with rv noise and oversensing observed. The noise duration were noted to be two seconds in duration. The patient is not pace therapy dependent and was noted to have a history of atrial fibrillation. The boston scientific field representative also indicated the clinic received a high rv threshold measurement in the unipolar configuration but when the representative checked it, the rv threshold measurement was appropriate. The patient was also noted to be experiencing some pocket stimulation with the rv lead in the unipolar configuration. Boston scientific technical services (ts) indicated there could potentially be a device header spring contact issue and provided guidance to the representative to consider programming the rv lead to a unipolar pacing and bipolar sensing configuration. The representative indicated they may just proceed with a rv lead revision and will discuss the issue with the physician. Subsequently, this dual chamber pacemaker device was explanted, along with the right atrial (ra) lead, and replaced with a single chamber pacemaker device. The rv lead remains in-service. No additional adverse patient effects were reported.